Manufacturer narrative:
Other applicable components are: product ID 97714 serial# (B)(4) implanted: (B)(6) 2016 product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. The patient reported having two implantable neurostimulator¿s (ins), but could not remember which ins was implanted on the left and which was implanted on the right. The patient stated that about three weeks ago they started to notice pain on their left side when they roll over and it feels like the ins is coming closer to the skin. The patient noted falling several times in the last four months which may have contributed to the issue. The patient left a voicemail for their manufacturer representative (rep) on the day of the report but has not heard back yet. The patient would follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-apr-21. The patient stated that since their last report it has not gotten any better. They met with their manufacture representative (rep) at their healthcare professional¿s (hcp) office on (B)(6) and they changed the program and it works much better. No further complications were reported/are anticipated.